Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a 54x48 mm fusiform thoracic aortic aneurysm in zone 2. The thoracic neck was 24 mm in length. The proximal neck was 35 mm in diameter and at the seal location and distally it was 38 mm. The distal neck was 28 mm in diameter. The stent grafts were implanted using two devices, the proximal device was another manufacturer¿s stent graft and the valiant was implanted distally. The procedure was completed without leak. There was no anomaly. It was reported that recently the patient a type ib endoleak and a type iii fabric endoleak resulting in aneurysm enlargement. The distal device migrated due to insufficient sealing resulting in the type ib endoleak. The physician explanted all the stent grafts and performed an open surgical repair with a conventional synthetic graft. No additional clinical sequelae were reported. Review of returned cta¿s from 8-½ months post-implant revealed that 2 thoracic devices were positioned beginning just distal to the lsa, extending over the arch and into the descending thoracic artery just proximal to the celiac artery. There was approximately 6cm of overlap between the 2 devices. The stent graft od from the proximal device, which was reported to be from another manufacturer, measured approximately 36mm. Along the length of the overlapping devices the stent graft od ranged from 32 ¿ 34mm, and at the distal end of the stent graft the od measured 32mm. Distal to the stent graft the aortic diameter was 28mm. Two areas of contrast were observed outside the stent graft. Contrast was seen near the medial side of both stent grafts beginning just proximal to the overlapping stent grafts, and extending to 2cm above the overlapping section. The max diameter taa measured 6.5cm near the level of the valiant proximal markers. Another area of contrast was seen outside the perimeter of the valiant stent graft beginning 1cm distal to the overlapping section, and extending to the distal margin of the valiant. The max diameter taa at this location measured 6.8cm. The stent graft was patent and no other issues were observed. The type and source of the endoleak could not be determined from the images provided. The proximal area of contrast appears most likely to be a type iii fabric endoleak from either or both of the devices; possibly caused by overlapping component abrasion wear. The source of the contrast seen in distal area may be a type iii fabric, or from a distal type I endoleak due to a marginal distal seal. Earlier post-implant images were not available for a comparison assessment of the in-vivo position during the implant duration. A short video during open repair showed that the aneurysm was opened exposing the stent graft, and the stent graft was continuously irrigated. However, the video resolution was poor and no obvious conclusions or stent graft related integrity issues could be confirmed. Review of several stent graft photographs from the site post-explant revealed that the valiant and another manufacturer¿s stent graft were explanted. The devices were transected into multiple pieces. Other than 1 or 2 support spring fractures seen on the valiant, no obvious stent graft integrity issues were observed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation of the return device: other than multiple transection cuts and several burned support springs, no device integrity issues were observed on any of the returned devices. The explanted valiant device was returned transected into 4 pieces. The proximal section (#1), which contained the bare spring and covered spring #1, was transected distally as well as lengthwise. The second 3-spring segment (section #2) was transected proximally and distally. This section was returned with the distal segment of the other manufacturer¿s device implanted inside the valiant; overlapping 2 springs (covered springs #3 <(>&<)> #4). The distal end of the other manufacturer¿s device aligned with the valiant spring 3 ¿ 4 marker band, indicating that there was 6 cm of device overlap in-vivo. Sections #3 and #4 were each 1-spring length sections and were transected proximally and distally. The distal end of the valiant (approximate 4 cm length segment) was not returned for analysis. In addition to the distal section of the other manufacturer¿s device found inside valiant section #2, a single stent length section and a 3-stent length section were also returned. Other than transection cuts no obvious holes or stent fractures were observed on the other manufacturer¿s device. From the examination of the returned devices and the clinical information provided, the cause of the reported type iii fabric endoleak leading to the distal type I endoleak, stent graft migration, and aneurysm expansion could not be determined. A review of returned cta¿s from just prior to explant revealed that the 2 thoracic devices were positioned beginning just distal to the lsa, extended over the arch and into the descending thoracic artery just proximal to the celiac artery. There was approximately 6 cm of overlap between the 2 devices. Two areas of contrast were observed outside the stent graft; however, the type and source of the endoleak could not be determined. The proximal area of contrast, thought to be a type iii fabric from either or both of the devices, could not be confirmed as coming from the valiant, and may have been coming from the another manufacturer¿s device. It is likely that the source of the contrast seen near the distal end of the valiant was a distal type I endoleak due to a marginal distal seal possibly ca used by disease progression and/or aneurysm expansion. The proximal section of the other manufacturer¿s device and the distal section of the valiant were not returned; thereby limiting the extent of the analysis. Earlier post-implant images were not available for an assessment of the in-vivo stent graft position during the implant duration, and the amount of the reported migration could not be determined. The valiant device was confirmed to have met all manufacturing specifications prior to shipment.